Event description:
Investigation and analysis of the explanted stent graft concludes that the pt died of hypovalemia due to hemorrhage most likely from central line insertion prior to implant. Death is not related to the stent graft. No abnormalities were noted in the explanted device.

Event description:
In 2000, a 24mm diameter x 14mm diameter x 16.5cm length medtronic aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt had a history of coronary artery disease, CABG with avr, cardiomyopathy, left upper lobe lobectomy, and hepatic cysts. It was reported to medtronic/ave that the pt complained of back pain at home on the day of the event and collapsed. The pt had expired before the ambulance arrived. The medtronic/ave rep stated that the main body of the stent was placed via the right groin and the iliac limb placed from the left groin. It was stated there was no adequate seal so an iliac cuff was placed in the left external iliac artery. It is reported that the physician noted a leak from a left hypogastric artery. The physician elected to not embolize the artery and placed the extension graft over it. The doctor felt that the hypogastric would eventually occlude once the anticoagulants wore off. An angiogram demonstrated a leak at the gait. An angioplasty was performed with good results and no leak was demonstrated. An angiogram again revealed the left hypogastric continued to leak but it was left untreated due to the physician stating it would eventually occlude itself. Approx 24 hours post implantation of the graft, the pt had complications with claudication in their right leg. The pt was sent to surgery and a tear in the common femoral artery was repaired. The pt was discharged home the following day but complained of back pain prior to the release from the hosp. The physician stated he did not think the death was related to the stent graft but might have been a retroperitoneal hemorrhage. An autopsy was performed with the implanting physician present. A medtronic/ave rep spoke with the physician after the autopsy and the physician stated there was no sign of a rupture. It was noted that the stent graft was patent and intact and the hypogastric artery had indeed thrombosed. The autopsy revealed that the pt died of a right hemothorax (1000cc of sanguineous fluid and 300cc of blood clot) with extensive mediastinal soft tissue hemorrhage. The physician stated this was caused by the central line insertion before the implantation of the graft. The autopsy report states that the abdominal aortic aneurysm is intact. The explanted device is pending investigation from medtronic/ave.